Event description:
Complaint alleges: the customer reports that the catheter was inserted to a (B)(6) old girl following a resection of the ureterocele, psoichal bladder. Two days after insertion, the catheter broke at the funnel and the catheter fell out because the balloon deflated. A new catheter was inserted without any problems. No patient injury reported. Patient current condition is fine.

Manufacturer narrative:
Device sample has not been rec'd by the manufacturer. No lot # is available.